Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the cracked 2-lumen PICC was placed on (B)(6) 2025, and removed on (B)(6) 2026. On this day, when the rituximab was pumped, the liquid began to leak from the outside, that is, there was no extravasation of the drug because the broken part was external to the patient. When washing with a syringe it is not perceived. No harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a powerpicc catheter with a small split in the catheter tubing. The split was observed to be located slightly distal to the distal tip of the molded joint. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.